Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that a needle was inside the device with the distal tip broken. From past investigations for this failure mode, the failure observed has been known to occur when the user attempts to remove the needle from the distal end of the gun. This is not the intended removal path for the needle. When this occurs, stress can be placed on the distal tip of the needle. When excessive stress occurs on the distal tip of the needle it can break therefore is a potential root cause for the issues experienced by the customer. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the affiliate via cst that two expressew ii suture passers were shipped for repair. One expressew had the needle break off inside while the other would not retract and the needle did not fit easily inside. The affiliate reported that there was no patient harm. Additional information provided by affiliate on (B)(6) 2019 clarifying the alert date of the malfunction as (B)(6) 2019 and the event date as (B)(6) 2019.